Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that on (B)(6) 2024 the patient experienced frequent occlusions; almost daily for the past month. Patient previously used her legs for infusion set, but was told about 6 months ago to stop using her legs and move to her abdomen. She sometimes saw bent cannulas when she had occlusions but not always. Additionally during bendy straw test on one of the cannulas patient reported that it 'moved' but stayed rigid and no bend was reported. Also, reported that she had inflammation at her site. No further information available.